Event description:
It was reported that the battery voltage was 2.68 volts during in-office interrogation. Review of performance data from october showed battery voltage between 2.93 volts and 3 volts. The reporter stated the device was being checked every three months. The device remains in use. No patient complications have been reported as a result of this event. It was further reported that the device tripped eri (elective replacement indicator) due to battery impedance, and that there was a variance in voltage. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. On (B)(4) 2010, the battery voltage with telemetry was 2.65v and the daily measurement was 2.96v. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Event description:
It was reported that the battery voltage was 2.68 volts during in-office interrogation. Review of performance data from october showed battery voltage between 2.93 volts and 3 volts. The reporter stated the device was being checked every three months. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B) (4) 2010, the battery voltage with telemetry was 2.65v and the daily measurement was 2.96v. Event assessment has determined that report of potential malfunction may result in unnecessary explant.